Event description:
The customer reported that her husband drove her to the ER. The customer's blood glucose reading was 108 mg/dl. The customer stated that she had excessive bleeding and possible infection at the site. The customer stated that the infusion set had been inserted for (B)(6). The caller stated that the dr believes she may have hit the muscle and/or had a site infection. The customer stated that she lost a large amount of blood and she was dizzy and feeling faint. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.